Event description:
The procedure was a laparoscopic cholecystectomy. Physician noted a plastic burning smell and then smoke coming from the connection of the laparoscopic bovie cord and the maryland dissection instrument. Equipment was disconnected and replaced with no further problems. The cord and instrument were placed in a bag and the aspen electrosurgical unit was removed from service.